Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. Microscopic inspection of the device header noted all seal plugs and adhesive appeared normal. The device setscrews moved freely and operated normally with no binding. Body fluid contamination was noted in the ventricular set blocks and lead barrel. Analysis testing could not confirm that the distal setscrew was not fully retracted during the procedure. The device was returned with the setscrews fully in the up position.

Manufacturer narrative:
The pacemaker has been returned and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that during the explant procedure for normal battery depletion the distal setscrew of this device did not fully retract. When the right ventricular lead was pulled out of the header, the terminal pin broke off the lead and remained in the device header. The setscrew was ultimately fully retracted and the terminal pin was removed. The lead was abandoned surgically. The patient was pacemaker dependent however a temporary pacemaker wire was implanted and no adverse patient effects occurred. A new device and lead were successfully implanted.